Manufacturer narrative:
Product ID 3778, lot# v779183014, implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3550-29, lot# n263773, implanted: 2012 (B)(6); product type accessory product ID 3550-39, lot# n310202, implanted: 2012 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that a patient had a lead revision on monday for an unknown reason. Additional information received reported that the lead and ins had been replaced. It was reported that the healthcare professional (hcp) stated the lead ¿may have moved" and caused loss of therapeutic stimulation. It was stated that the new system was providing effective coverage and the patient was currently happy with the new system.